Event description:
Arthroscopic acl repair of the knee was being performed. The disposable instrument being used was arthrex low profile flexible reamer 9mm, ref #(B)(4), lot #10034654, exp 02/2021. The instrument was inserted into the knee and used for reaming. The instrument was then removed from the knee and placed on the sterile table. It was then noted that a small piece of the flexible metallic portion had broken off and was missing. This piece had not been missing before the instrument was used. The missing area was approximately 5mmx5mm. Doctor was notified and the surgical area was inspected, but the missing piece could not be located. The surgery proceeded without complications, and an x-ray of the knee was obtained before the surgical site was closed. The x-ray was found to be negative by the doctor, and the x-ray was also sent by the x-ray tech to be read by a radiologist. The surgical site was closed and bandaged as usual.